Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the heavily tortuous mid left anterior descending (lad) artery. The 2.75x12mm voyager nc balloon dilatation catheter (bdc) was successfully advanced to the lesion; however, a shaft leak was noted during inflation at 8 atmospheres (atm). There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another voyager nc bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported shaft leak was confirmed. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.